Event description:
Healthcare professional reported that an intra-operative transesophogeal echocardiogram revealed the disc was "sticking". The valve was replaced and returned for analysis. There was no reported adverse effects to the patient.